Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a right inguinal hernia repair procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain in the area postoperatively. The product was removed and an infection was noted in and around the mesh upon removal. No additional information was provided.